Event description:
It was reported that a minicap had no iodine; further described as ¿the dye had not released and noticed the dye had dried out¿. This was observed during use of the device of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of june 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to h6: investigation conclusions: replace d15 with d1102. Additional information added to h10: the patient used expired product. This was noticed after use due to dry iodine. The flexicap product should not be used if the iodine is dry per requirements of the patient information leaflet. The expiry date of the product should also be checked prior to use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: it was reported that a flexicap (previously submitted as minicap) had no iodine; further described as ¿the dye had not released and noticed the dye had dried out¿. Additional information was added to h4, h6 and h10. H4: the lot was manufactured in may 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.